Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented a recurring incontinence ten days after the surgery. The aus is currently implanted. There were no additional patient complications.

Manufacturer narrative:
B3 approximated.

Manufacturer narrative:
B3 approximated. Updated b5 describe event or problem, patient information, explant date d6b, impact codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented a recurring incontinence ten days after the surgery. The aus was explanted and replaced. There were no additional patient complications.